Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that reservoir is cracked. The customer¿s blood glucose level was unknown. Customer stated having issue with pump the reservoir is cracked and the reservoir is not staying in place. The customer was assisted with troubleshooting. Customer stated reservoir compartment had crack and was nicks on the lcd screen. Customer stated probably bumped pump. Customer reports damage to the pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump was received with minor scratched lcd window, cracked reservoir tube lip, cracked case, cracked case at the display window corners, cracked lcd window, cracked belt clip slot, stained address/serial number label and cracked battery tube threads. The test infusion set and reservoir does lock into place.